Event description:
The manufacturer received information alleging the o2 on a trilogy evo device would not go above 30%. There was no harm or injury reported. Per the customer, the device will not be returned to the manufacturer. The customer has taken responsibility to correct/repair the device.

Manufacturer narrative:
Device not returned to maufacturer